Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Updated section d6a & d6b for date of implant & date of explant patient weight is unknown.

Manufacturer narrative:
Follow-up submitted to report device evaluation. .

Manufacturer narrative:
Patient's weight, event date, implant and explant dates were not provided. If the requested information becomes available, a supplementary report will be submitted. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.